Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead displayed high thresholds, diminished rv sensing, and cross-chamber oversensing. A chest x-ray was performed and confirmed an rv lead dislodgement. Reprogramming was completed and a lead revision will be completed at a future date. The lead currently remain in use. No patient complications have been reported as a result of this event.